Event description:
Boston scientific received information that this patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) passed away in early-(B)(6) 2014. The patient's spouse is requesting analysis of the device and had questioned device functionality and reported that the patient had swelling at the pocket site since implant. A private autopsy company was assigned the case to further investigate the patient's death. The autopsy coordinator informed us that the pocket swelling never went down post-implant and the patient had been advised to stop taking their blood thinner medication. Prior to the patient's death, the patient had complained of difficulty breathing. The autopsy coordinator was not aware if the device had been deactivated prior to being removed from the patient's body. The autopsy is pending additional information expected from hospital medical records; however at this time, the suspected cause of death was deemed cardiac in nature. The boston scientific company field representative was contacted and confirmed that the patient was scheduled for a one month post-op check, but that was cancelled due to their death. Therefore, the field representative and the following clinic were unable to provide any further information.

Manufacturer narrative:
(B)(4). Data from the device memory was downloaded and reviewed by boston scientific technical services (ts). Lead diagnostics were all within acceptable parameters. Twelve events were recorded on the date of death between 20:35 and ending at 21:30. Anti-tachycardia pacing (atp) and shocks were programmed in both therapy zones. Atp therapy generally was not effective and usually accelerated the ventricular tachycardia (vt) into ventricular fibrillation (vf). There were some instances where the shocks were ineffective. The patient appeared to have had a storm of vt/vf; however, it appeared in later episodes that a magnet had been placed over the device (which will suspend tachy therapy), but atrial and bi-ventricular pacing was confirmed during these episodes. Based on review of the device memory, it is concluded that the device appeared to have functioned as programmed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4).

Event description:
Hospital medical records were obtained providing additional information. The notes state patient was found without a pulse or spontaneous respirations at his home. His wife began chest compressions. Ems was called and upon arrival, found him pulseless and without respirations and getting shocked by the crt-d. The patient was treated per acls protocol with epinephrine and external defibrillations. The patient did regain a pulse briefly for about 1-2 minutes, but then lost the pulse again. Upon arrival to the emergency room, the patient had been intubated. A femoral pulse was present only with CPR. There was no pulse without CPR. The patient was given several more doses of epinephrine and amiodarone without effect. A magnet was then placed over the ICD because the patient continued to get shocked by his device. After approximately one hour in the emergency room, the patient expired. Additional information was provided by the autopsy coordinator documenting the cause of death as arteriosclerotic cardiovascular disease.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.